Event description:
Patient reported the lower aligner is cracked and cutting their mouth. They also reported that they had their crown removed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.